Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the right ventricular (rv) lead was repositioned eleven days post implant due to high threshold measurements of 4.5v at 0.4ms and 3.5v at 1.0ms. Lead impedance and sensing measurements remained stable. After the lead was repositioned, the threshold measurement was 0.5v. No additional measurements were provided and no adverse patient effects were reported. The lead remains implanted in the patient. No additional information is available at this time. If additional information becomes available, this report will be updated.